Event description:
This notification is being reviewed due to a customer with rep dreamstation auto CPAP device. The customer reported of noticing a smoke coming out from the opening of the device, after putting his mask on. The customer also notice that the water tank was bubbling and upon putting his hand on the heating plate he stated that it was burning hot. The customer describes the odor as burning plastic. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Reportable since device issue/event has or may have caused or contributed to a death.

Manufacturer narrative:
The device was returned to the product investigation lab (pil) for additional testing. During the evaluation, the pil service technician observed a dust-like contaminant was on the water tank lid, water tank seal, water tank, ui display bezel, top enclosure, center enclosure, iso port, inlet/outlet seal, inside the inlet of the blower box, on the blower, blower seal, blower box, heater plate, heater plate spring, and bottom enclosure. What appeared to be dried liquid spots with potential mineral deposits were observed on the water tank lid, water tank seal, water tank, iso port, pca, on the blower, blower box, heater plate, heater plate spring, and bottom enclosure. Hair-like particles were observed on the ui display bezel, top enclosure, heater plate spring, and bottom enclosure. What appeared to be burn marks were observed on the center enclosure. The q6 component, part of the heated tube circuitry, was observed to have thermal damage to it. Due to the thermal damage to the pca, pil could not perform a heat test on the device to confirm the complaint of bubbling water or the heater plate being too hot. Pil can confirm there was likely a smoke odor coming from the device during the thermal event of the pca. Pil cannot address any symptoms specified in the complaint. The reported failure of thermal issue is accommodated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.